Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the quick coupling device was not gripping the pins so the pins were not advancing into the bone. It was reported that a wire driver after the case to see what was wrong. It was reported that a rough grinding noise could be heard when this pin was tried in the driver and the pin was not moving forward or even spinning. It just wobbled around the cannula like the wire driver wanted to move the pin but just could not grip it at all. It was not reported if there were any delays in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient was doing fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was making an unusual grinding noise and failed the untrue running. It was also determined that there was an unknown liquid found inside of the unit, metal shavings were inside of the unit, the slid sleeve and the bearing were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.